Manufacturer narrative:
Date sent to the FDA: 08/06/2020. A manufacturing record evaluation was performed for the finished device w9363; pgbczrr0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/13/2020. Yes only one suture broke in each case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event reported via 2210968-2020-05558.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are all these three sutures (suture unknown, suture unknown and vicryl suture ) broke on cat #1 ( kika)? Product codes and lot numbers for two suture unknown? Evets sent via 2210968-2020-05556 and 2210968-2020-05557.

Event description:
It was reported that the cat underwent a spay procedure on (B)(6) 2020 and the suture was used on one of three layers. It was reported that a day after, the suture snapped in several places post-op. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/28/2020. Additional h3 investigation summary : it was reported performance breakage of suture post-op.it was received for analysis eight used suture pieces of product code w9363, lot pgbczrr0. During the visual inspection of the suture pieces, body fluids, tissues, and knots were noted. Also, the ends were cut appear to be by use of surgical instrument; and this is consistently with the removed of the suture from the patient. The product code w9363 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.